Manufacturer narrative:
This report is submitted on may 05, 2021.

Event description:
Per the clinic, the device was explanted on (B)(6) 2021 due to an extrusion of the electrode through the tympanic membrane. The patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
This report is submitted on june 02, 2021.